Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07685. It was reported the patient received ineffective stimulation from the thoracic lead. As a result, the patient underwent surgical intervention on (B)(6) 2015 to address the issue. The doctor was originally going to revise the lead and electively replace the ipg. However, intra-operative testing revealed high impedances on the cervical lead. When the doctor was removing the cervical lead, the patient coded and lost pulse. The patient was then resuscitated, but the doctor decided to explant the scs system. Post operatively, the patient was stable and discharged. The patient also stated he never received effective stimulation from the cervical lead.